Manufacturer narrative:
As reported, the patient had placement of unknown inferior vena cava (ivc) filter. Per the medical records, the patient had a history of anterior and posterior spine surgery with a recent fall, admitted with swelling of the left lower extremity, diagnosed with dvt and also noted to have retroperitoneal hematoma. The filter was deployed at the l2 vertebral body level. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to filter perforation. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and into organs. The patient also reports suffering from pain, weakness, difficulty walking. The patient experienced a fall down stairs because of left leg weakness. The patient underwent left leg surgery for a knee replacement with plates and 4 screws in the left shin. The patient experiences pain in the left groin where the filter was introduced and left leg and foot pain. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and adjacent structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Weakness, difficulty walking and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter perforation. As a direct and proximate result, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the patient had a history of anterior and posterior spine surgery with a history of a recent fall admitted with swelling of the left lower extremity, diagnosed with dvt and also noted to have retroperitoneal hematoma. The filter was deployed at the l2 vertebral body level. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately five years post implantation. The patient reports perforation of filter strut(s) outside the ivc and into organs. The patient also reports suffering from pain, weakness, difficulty walking. The patient experienced a fall down stairs because of left leg weakness. The patient underwent left leg surgery for a knee replacement with plates and 4 screen in the left shin. The patient experiences pain in the left groin where the filter was introduced and left leg and foot pain.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided.

Event description:
As reported by legal brief, the patient underwent placement of unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter perforation. As a direct and proximate result, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.